Event description:
It was observed, that during the device inspection. The colonovideoscope nozzle was found to be blocked by foreign matter of unknown origin. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated h3 and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. Foreign material remained in the nozzle since the subject device was returned to olympus without conducting/completing reprocessing in the facility. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measures in cf-h185l/I am reprocessing manual chapter 5 reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.